Event description:
It was reported post op a laparoscopic appendectomy procedure, the device had a vascular load that was in the device and fired as intended. This was the only firing of the device. The next day the patient's blood test levels were dropping. The cat scan showed that the appendical stump was leaking. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.